Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of needing emergency supplies due to running out of supplies and would be traveling. Customer's blood glucose was 400 mg/dl. Customer declined overnight shipping and would call healthcare professional for back-up plan.